Manufacturer narrative:
A1-a4: patient information was requested but not yet provided. B3: the event date was estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had aortic insufficiency (ai) with no prior history of aortic valve disease post heartmate 3 implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.